Event description:
Reporter alleged obtaining a discrepant blood glucose value of 400-499 mg/dl back to back with a result of 230 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that on a different day, she obtained an additional comparison of hi (greater than 600 mg/dl) back to back with a result of 200 mg/dl within 10 minutes on the same system. Reporter stated that on a different day, she obtained an additional comparison of 130 mg/dl back to back with a result of 45 mg/dl within 10 minutes on the same system. Reporter stated she self-treated with apple juice and a snack after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.